Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps single site instrument bent and then it broke inside the patient. The plastic and the tip fell in. The instrument was retrieved. There was no allegation of harm or injury to a patient. On (B)(6) 2014, additional information was obtained from the isi clinical sales rep. She indicated that the pieces from the instrument were retrieved laparoscopically. No additional surgical procedure and no post-operative tests were required to remove the fragments. There was no patient injury. The surgeon was taking down the uterine ligaments during a da vinci hysterectomy procedure when the instrument broke. The surgeon believes that the instrument was bent during standard use and broke when unable to retract from cannula. The instrument was in use for 30 minutes before it broke and it did not make contact with any other instruments.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument grips - tips broken. Several components of the grip were broken off. The instrument had one clevis ear completely broken and part of the over molding on the distal end of the pushrod was broken. The clevis and the pushrod breakage were on the same side. One of the electrical contacts on the distal end of the conductor wire was bent. The grips were not returned, however, it is likely that they were dislodged as a result of the clevis breakage. No other damage was found. Failure analysis concluded that the breakage was likely due to mishandling. This complaint is being reported due to following conclusions: the single site fenestrated bipolar forceps instrument bent and broke; the plastic and the tip fell inside the patient during a da vinci hysterectomy procedure. The fragments were retrieved laparoscopically and there was no patient injury.